Event description:
It was reported that the device had reached elective replacement indicator (eri) and premature battery depletion was suspected. It was further reported that during the device replacement procedure the physician noted an insulation break in the left ventricular lead and low impedance measurements were observed. The device was explanted and replaced. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 96% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. Concomitant: 5071 implantable pacing lead (B)(6) 2003; 5076 implantable pacing lead (B)(6) 2003. (B)(4). The device was included in that field action, but returned product testing found the device did not perform as described in the field action.